Manufacturer narrative:
(B)(4) date sent: 12/8/2022 d4 batch #: w70032 this is an analysis of an image submitted for evaluation. Image1: the image provided by the customer shows a harh instrument with the tissue pad detached. The remaining tissues pad was beside the device. Additionally, a packaging tyvek could be observed. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch w70032, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Batch #: w70032. Additional information was requested and the following was obtained: procedure: mammectomy. The tissue pad was damaged during the axillary lymph node dissection. The broken piece will be returned. The surgeon¿s comment : there was a possibility that the device was used the wrong way. Is the white tissue pad completely missing from the clamp arm of the device? The tissue pad was peeled off completely. No further information will be available. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that, during an unknown procedure, the tissue pad was peeled off at the early part of the operation. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.